Event description:
After pre-dilatation with an unknown size ptca balloon, a stent from different a MFR was inserted and removed from the right coronary artery. It was not possible for the stent to cross the severely calcified target lesion. A 3.0mm diameter by 15mm length s7 stent delivery system was then inserted into the artery, but was unable to cross the lesion. The stent delivery system was pulled into the guiding catheter and removed from the pt. A third stent from another MFR was then inserted. A ptca balloon was inserted into the coronary artery, however during insertion it was found that a stent was located in the mid-right coronary artery. After examination of all 3 stent delivery systems. It was found that the s7 stent was missing from the delivery balloon. Subsequently, the undeployed stent was "crushed" into the artery wall using a 3.0mm ptca balloon. There was no further treatment to the lesion artery. The pt was reported fine post procedure and there is no add'l clinical sequelae reported related to the event. The lesion being severely calcified likely contributed to the stent not crossing the lesion. The instructions for removal of an undeployed stent were not followed when the stent was pulled into the guide catheter for removal. Removing the stent in this manner may have contributed to the stent dislodgement.